Event description:
A surgical coordinator reported that following bilateral intraocular lens (iol) implant surgery, a pt had been experiencing blurry vision at all distances, waxy vision and felt unsafe driving. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/03/2009, 03/05/2009, and 03/10/2009 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 04/01/2009.